Manufacturer narrative:
User allegedly was sitting in their chair when the frame broke, and the consumer fell requiring surgery to repair a screw in their neck. The chairs service and maintenance history are unknown. Manufacturer is working with the dealer and consumer to replace the chair. Malfunction not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer's father reported that the consumer was sitting in the chair at the computer when the frame allegedly broke on both sides, causing the consumer to fall. The fall allegedly caused damage to a screw in the consumers neck.